Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. On 12/01/2024, the patient stated that she was hospitalized due to inaccurate cgm values. However, the patient refused to provide any further event details. No specific cgm or bg meter comparison values were reported. No patient symptoms were reported. There was no documentation of what medication or treatment the patient received while hospitalized. It was also not specified how long the patient was in the hospital prior to discharge. The patient was "fine" at the time of the report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.